Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose of 407 mg/dl. Customer's current's current blood glucose was 227 mg/dl. Customer was out at church when she noticed that her blood glucose was high. Customer reported having nausea as a symptom of the high blood glucose. Customer took a shot of insulin when she got home, which brought her blood glucose down from 407 mg/dl to 227 mg/dl. Customer stated that she used 5 units of insulin to treat. Customer had no air bubbles and declined to check for possible site or insulin issues. Customer wanted to bolus and see if her blood glucose went down. Customer was advised to change the set and site if her blood glucose was still high after 30 minutes.